Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician confirmed the event of left side deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion, flat creases and brown particles in the fill channel. A leak test was performed which identified a opening. A microscopic analysis was performed which identified one sharp opening. The creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one sharp opening assessed as an unidentified (tear) opening. Creases/folding of the implant condition was observed, nevertheless it is not related to the manufacturing process.

Event description:
Patient reported a left side irritation, left side deflation, and that the implant is "going into the tissue" on the left side. Additionally health professional reported "crease/folding of implant", and confirmed deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding product information and return of the device has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side irritation, left side deflation, and that the implant is "going into the tissue" on the left side. Device remains implanted.

Event description:
Additionally health professional reported "crease/folding of implant". Device has been explanted.